Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator underwent a system replacement. The patient no longer wanted to charge their battery. The patient denied any issues with the ins. The patient chose to have their lead removed and replaced due to multiple failed reprogramming attempts. Ineffective treatment was noted. There were no reported patient complications and the patient was doing well post procedure.

Event description:
It was reported that the patient with this neurostimulator underwent a system replacement. The patient no longer wanted to charge their battery. The patient denied any issues with the ins. The patient chose to have their lead removed and replaced due to multiple failed reprogramming attempts. Ineffective treatment was noted. There were no reported patient complications and the patient was doing well post procedure.

Manufacturer narrative:
Product code (d2b), additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.